Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The pump automatically changed a dilaudid pca dose from 0.1 to 0.2.